Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. However, the underlying cause could not be determined. Per the initial evaluation, the crossbrace tubing was broken at the center hole. An expanded evaluation was performed. The expanded evaluation report confirmed that the crossbrace was broken into two pieces with the break occurring where the pivot link would connect. The seat rail portion of the crossbrace was intact.

Event description:
(B)(4). The provider states the crossbrace is broken halfway between the center pivot and the right side seat rail is broken.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
(B)(4) the provider states the crossbrace is broken halfway between the center pivot and the right side seat rail is broken.